Manufacturer narrative:
(B)(4). The device was returned and evaluated for the event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the issue was determined to be use error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 16:48:07. During night drain cycle three, the patient's ultrafiltration reading was 1612ml, indicating the home patient (hp) drained 1502ml more than their maximum programmed fill volume of 2200ml. No additional information is available.